Manufacturer narrative:
Clinical evaluation performed by (B)(6): 4 years after primary cemented tka , including patella resurfacing, the patellar implant is found to be maltracking and loose , and therefore it is replaced with a larger one. The causes for the loosening cannot be determined with the information at hand, although it is conceivable that the maltracking acquired by the patella before revision operation may have had a significant contribution to the loosening effect.

Event description:
Revision surgery performed 4 years and 1 month after the primary due to patella implant loosening. It was removed, 6mm of bone and cement was resected and a size 3 patella was cemented in place. It was noted that the patella looked thick and was mal tracking.